Manufacturer narrative:
(B)(4). The customer provided two images showing a peel-away sheath for analysis. Damage to the sheath tip was observed. The dilator is not pictured. The customer returned one peel-away sheath for analysis. Signs of use in the form of biological material was observed on the sheath body. The dilator was not returned. Visual analysis revealed that the sheath tip was crimped/folded inwards. The inward angle of the damage indicates that the damage occurred after the dilator had been removed from the sheath body. White stress marks were also observed. After conducting dimensional analysis, the sheath body was cross-sectioned to analyze the grooves from the peel-away lines. No other defects were observed on the sheath. Analysis of the dilator could not be performed as it was not returned. The sheath length from the tabs to the distal tip measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath inner diameter at the proximal end measured 0.063", which is within the specification limits of 0.057"-0.067" per the sheath extrusion product drawing. The sheath outer diameter measured 0.0775", which is within the specification limits of 0.075"-0.081" per the sheath extrusion product drawing. Functional testing could not be performed on the returned sample without the dilator also returned. R & d has previously been contacted for failure modes of this type. They concluded that the current assembly process and inspection criteria are reviewed to ensure that a damaged sheath is not potentially assembled over the dilator and that the drop test is properly documented and being performed correctly. Manufacturing was also contacted as part of this complaint investigation. They indicated that during the manufacturing process there is a 100% inspection for tips and the results of the re-inspection of the material available in inventory at the juventud plant were satisfactory, with zero defective pieces found for the failure mode reported by the customer. A device history record review was performed, and relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to reduce risk of damage to sheath tip". The report of a damaged peel-away tip was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was crimped/folded inward. The appearance of the damage is consistent with the force being applied to the tip after the dilator had been removed. The sheath met all relevant dimensional and functional requirements. Manufacturing evaluation indicated this device is 100% inspected in-process for tip damage and a review of relevant inventory identified zero similar defects. Based on the customer report that the damage was observed during use, the appearance of the damage, and the manufacturing evaluation, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: in preparation for a PICC insertion the sheath was flushed, no obvious resistance to flow. Once sheath was inside of patient's vein, dilator and wire were removed and proceeded to try and place PICC line inside of sheath. PICC line could not be advanced beyond the end of the sheath. On removing PICC and sheath it was evident the shaft was incomplete and disrupted, with what appeared to be a portion of the sheath circumference missing. Pressure was applied to the patients arm and they were monitored for 30mins before new introducer kit prepared and PICC inserted with no further issues. The insertion occurred in the PICC room in the patients right basilic vein. The entire sample was removed and replaced using another kit. No medical intervention was required. Manual pressure was used to stop the bleeding from the insertion which is standard practice after a failed attempt. There was a delay to treatment but there was no reported patient harm.

Event description:
It was reported that: in preparation for a PICC insertion the sheath was flushed, no obvious resistance to flow. Once sheath was inside of patient's vein, dilator and wire were removed and proceeded to try and place PICC line inside of sheath. PICC line could not be advanced beyond the end of the sheath. On removing PICC and sheath it was evident the shaft was incomplete and disrupted, with what appeared to be a portion of the sheath circumference missing. Pressure was applied to the patients arm and they were monitored for 30mins before new introducer kit prepared and PICC inserted with no further issues. The insertion occurred in the PICC room in the patients right basilic vein. The entire sample was removed and replaced using another kit. No medical intervention was required. Manual pressure was used to stop the bleeding from the insertion which is standard practice after a failed attempt. There was a delay to treatment but there was no reported patient harm.

Manufacturer narrative:
(B)(4).